Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm post-reset ram crc. Customer's blood glucose at time of incident was 18mmol/l. Customer woke up and saw that the pump was off. Customer not awake by the alarm and will use insulin pen for the moment. Customer stated alarm not after battery change. The customer was advised that we will swap the pump.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within the specification range. No unexpected trace pointers are invalid; history pointers failed and post-reset ram crc alarm was noted during our testing. The insulin pump was received with cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.